Event description:
Four samples of ivenix administration set were returned for evaluation. Evaluation steps performed: 1. Visual inspection. 2. Installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime. Observations: no kinks were observed at the sample returned during the visual inspection. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 1.5ml. The secondary line infusion did not pass successfully. Secondary line was tested with a set rate of 25ml/hr and volume rate of 1.5ml. The reported "upstream occlusion alarm on secondary port" was replicated twice and it was not possible to be resolved. The unit back primed on secondary port with a syringe and no issues were detected. Therefore, it is considered that a blockage is not presented at secondary port. The customer complaint is confirmed by alarm being replicated in the ivenix infusion machine. Probable root cause of the reported failure could be related to the supplier manufacturing process. Potential root cause could be related to a defective diaphragm or sealing of the cassette which may have been sealed tighter than specified preventing the diaphragm valves from expanding properly causing the obstruction.

Event description:
The following has been reported: we had administration set with upstream occlusion alarms on the secondary inlet (20 cc syringe) that we were not able to resolve with the following troubleshooting techniques (some multiple times): remove and re-engage the syringe from the secondary inlet loosen the plunger back prime on the pump disconnect from patient and re-prime primary flush the patient's portacath. Additional info received: above troubleshooting was attempted without success. Then we changed admin sets twice to same lot # without success. We changed the set a third time (4th set) to another lot # without success. We then changed pumps, using the same admin set and syringe and it infused as expected. An active infusion was delayed due to this issue until a replacement set was supplied. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.